Manufacturer narrative:
Device under evaluation. Upon completion of evaluation, a follow-up report will be submitted to FDA.

Event description:
User facility reported: a female patient, age (B)(6), undergoing a coronary angio for a non-st-elevation myocardial infarction (nstemi), had a coronary dissection following coronary angio. Dissection occurred after the second injection into the right coronary artery (rca). Patient experienced chest pain of less than one hour in duration, st-segment elevation, and evidence of myocardial infarction. The patient recovered. Recovery date was not provided.

Manufacturer narrative:
The acist angiographic injection system, model cvi, (B)(4), was returned to acist on 25 january 2018. The injector system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction based on the data from the analysis of the injector system. The instructions for use have been reviewed and no inadequacies were identified with regard to warnings, contraindications, and the directions/conditions for the use of the device. User training was provided by the canadian importer's senior clinical specialist in november 2017 during device installation. On 31 january 2018 and 1 february 2018, the (B)(4) importer's senior clinical specialist visited the user facility for in-service follow-up training. Based on the investigation, there is no evidence of device malfunction related to this event and no inadequacies related to the device labeling/instructions for use or training. The cause of this event is inconclusive. This report is considered closed.